Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred without direct patient contact.   (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-04634. It was reported that the rotawire broke off. A 1.50mm rotalink¿ plus along with a rotawire were selected for use. During preparation, it was noticed that the wire became bound on the burr and broke off. The procedure was completed with a different device. No patient complications were reported.